Event description:
It was reported that the device overheated. It is unknown whether there was a back up available or delay in the case and it is unknown if the event happened during surgery. No patient injuries was reported.

Event description:
It was reported that the device overheated. The event occurred before the case. No patient injuries was reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device noted the guide key in the connector is bent. The complaint of overheating could not be confirmed. The connector could not be inserted into the test control unit¿s receptacle for functional testing due to bent guide key; therefore the complaint of overheating could not be reproduced. Factors which could have contributed to the damaged guide key include improper installation into the control unit receptacle or attempting to install the footswitch to an incompatible control unit causing distortion or deformation to the guide key tab. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.